Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient "is retention" and was previously using a catheter. Patient is voiding on their own and stated, "do normal people void this much?" Patient will follow-up with their doctor. No device issue and no further patient complications have been reported as a result of this event.

Event description:
Additional information received from the trial patient reported that they was drinking more fluids now than before the trial evaluation. The issue was reported as resolved at the time of report. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.